Event description:
Reportedly, the patient had been implanted with pacemakers for several years. Patient's history is quite complex with lead issues, infections, pocket issues, etc. After having explanted the former system, the patient was implanted with the subject pacemaker on (B)(6) 2016. Since (B)(6) 2016, the patient reportedly started to feel unwell, as if the heart was beating hard, but it did not feel like a tachycardia. In the 24 hours heart rate curve, long periods of sensed rhythm around 130bpm were observed, and are reportedly aligned with patient's symptoms. Patient's symptoms can occur anytime (during day, night, at rest, during exercise). Some ventricular bursts episodes were recorded in the device memory. These episodes seems to begin with a period of pacing at magnet rate (96min-1), then normal sensing is observed. Reportedly, the rate response is set to off, and the patient is able to exercise without problems. The recorded statistics also showed 255 magnet modes, which is unexpected. Patient reportedly denied contact with sources of interferences. Preliminary analysis results showed that a software anomaly was excluded. Recommendations were sent on 7 november 2016 to investigate patient¿s environment. If no source of magnetic fields has been identified, a hardware reset procedure could be attempted to try to restore normal behavior of the pacemaker. If the hardware reset procedure does not work, device replacement should be considered.

Manufacturer narrative:
Hardware reset procedure was performed on (B)(6) 2016. The next follow-up was scheduled on (B)(6) 2016 to evaluate the behavior of the device after the hardware reset.

Event description:
Reportedly, the patient had been implanted with pacemakers for several years. Patient's history is quite complex with lead issues, infections, pocket issues, etc. After having explanted the former system, the patient was implanted with the subject pacemaker on (B)(6) 2016. Since (B)(6) 2016, the patient reportedly started to feel unwell, as if the heart was beating hard, but it did not feel like a tachycardia. In the 24 hours heart rate curve, long periods of sensed rhythm around 130bpm were observed, and are reportedly aligned with patient's symptoms. Patient's symptoms can occur anytime (during day, night, at rest, during exercise). Some ventricular bursts episodes were recorded in the device memory. These episodes seems to begin with a period of pacing at magnet rate (96min-1), then normal sensing is observed. Reportedly, the rate response is set to off, and the patient is able to exercise without problems. The recorded statistics also showed 255 magnet modes, which is unexpected. Patient reportedly denied contact with sources of interferences. Preliminary analysis results showed that a software anomaly was excluded. Recommendations were sent on (B)(6) 2016 to investigate patient¿s environment. If no source of magnetic fields has been identified, a hardware reset procedure could be attempted to try to restore normal behavior of the pacemaker. If the hardware reset procedure does not work, device replacement should be considered.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient had been implanted with pacemakers for several years. Patient's history is quite complex with lead issues, infections, pocket issues, etc. After having explanted the former system, the patient was implanted with the subject pacemaker on (B)(6) 2016. Since (B)(6) 2016, the patient reportedly started to feel unwell, as if the heart was beating hard, but it did not feel like a tachycardia. In the 24 hours heart rate curve, long periods of sensed rhythm around 130bpm were observed, and are reportedly aligned with patient's symptoms. Patient's symptoms can occur anytime (during day, night, at rest, during exercise). Some ventricular bursts episodes were recorded in the device memory. These episodes seems to begin with a period of pacing at magnet rate (96min-1), then normal sensing is observed. Reportedly, the rate response is set to off, and the patient is able to exercise without problems. The recorded statistics also showed 255 magnet modes, which is unexpected. Patient reportedly denied contact with sources of interferences. Preliminary analysis results showed that a software anomaly was excluded. Recommendations were sent on (B)(6) 2016 to investigate patients environment. If no source of magnetic fields has been identified, a hardware reset procedure could be attempted to try to restore normal behavior of the pacemaker. If the hardware reset procedure does not work, device replacement should be considered.

Manufacturer narrative:
The hardware reset procedure did not change the behavior of the pacemaker. The patient still had symptoms and intermittent periods of pacing at magnet rate were still observed in device memory. The pacemaker was explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
Reportedly, the patient had been implanted with pacemakers for several years. Patient's history is quite complex with lead issues, infections, pocket issues, etc. After having explanted the former system, the patient was implanted with the subject pacemaker on (B)(6) 2016. Since (B)(6) 2016, the patient reportedly started to feel unwell, as if the heart was beating hard, but it did not feel like a tachycardia. In the 24 hours heart rate curve, long periods of sensed rhythm around 130bpm were observed, and are reportedly aligned with patient's symptoms. Patient's symptoms can occur anytime (during day, night, at rest, during exercise). Some ventricular bursts episodes were recorded in the device memory. These episodes seems to begin with a period of pacing at magnet rate (96min-1), then normal sensing is observed. Reportedly, the rate response is set to off, and the patient is able to exercise without problems. The recorded statistics also showed 255 magnet modes, which is unexpected. Patient reportedly denied contact with sources of interferences. Preliminary analysis results showed that a software anomaly was excluded. Recommendations were sent on (B)(6) 2016 to investigate patient¿s environment. If no source of magnetic fields has been identified, a hardware reset procedure could be attempted to try to restore normal behavior of the pacemaker. If the hardware reset procedure does not work, device replacement should be considered.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient had been implanted with pacemakers for several years. Patient's history is quite complex with lead issues, infections, pocket issues, etc. After having explanted the former system, the patient was implanted with the subject pacemaker on (B)(6) 2016. Since (B)(6) 2016, the patient reportedly started to feel unwell, as if the heart was beating hard, but it did not feel like a tachycardia. In the 24 hours heart rate curve, long periods of sensed rhythm around 130bpm were observed, and are reportedly aligned with patient's symptoms. Patient's symptoms can occur anytime (during day, night, at rest, during exercise). Some ventricular bursts episodes were recorded in the device memory. These episodes seems to begin with a period of pacing at magnet rate (96min-1), then normal sensing is observed. Reportedly, the rate response is set to off, and the patient is able to exercise without problems. The recorded statistics also showed 255 magnet modes, which is unexpected. Patient reportedly denied contact with sources of interferences. Preliminary analysis results showed that a software anomaly was excluded. Recommendations were sent on (B)(6) 2016 to investigate patient¿s environment. If no source of magnetic fields has been identified, a hardware reset procedure could be attempted to try to restore normal behavior of the pacemaker. If the hardware reset procedure does not work, device replacement should be considered.